Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, however, at this time no further details have been provided. If additional information is provided in the future a supplemental report will be submitted.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had excessive condensation in the catheter during use on a patient. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched. The fse confirmed the customer complaint and replaced the pneumatic module assembly due to an excessive amount of moisture in the lines. The fse also replaced the scroll compressor due to an odd noise coming from it and a build up of brown soot. Upon removing the compressor, one of the internal carbon veins fell out of one of the ports. The fse performed a full calibration and functional test in accordance with the iabp's respective service manual. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had excessive condensation in the catheter during use on a patient. No adverse event has been reported.